Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the intrinsic heart rate did not accurately display while using the programmer application analyzer. It was noted that the last recorded heart rate stayed fixed on the screen when switching modes. The programmer remains in use. No patient complications have been reported as a result of this event.